Event description:
The user reported the procedure to place a stent for an ostial lesion went well. The patient's stent thrombosed later that same day. The patient was treated and given reopro. The physician reported the patient had retroperitoneal bleed and probably intra-cranial hemorrhage and expired. The physician reported the device did not contribute to the patient's death. It was also reported that this event took place approximately two or three years earlier. No other information is available for this event.

Manufacturer narrative:
Device evaluation: the suspect device will not be returned for evaluation. The user did not provide a lot number and therefore the device history record could not be reviewed. The complaint database was reviewed and found no similar events. Exact date of the event is unknown. The physician reported the use of the device did not contribute to the outcome of the patient. This event was recently reported to merit medical systems, inc. After merit entered into an agreement to acquire this device. Merit is providing this information to the FDA as the patient expired as a result of complications later the same day. No additional information is available. A follow up report will be submitted if more information becomes available. Method: process evaluation.